Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, while injecting lens into patient¿s eye, lens was stuck onto the middle of the plunger which scratched the lens. There was patient contact observed. Procedure was completed on the same day. Additional information was received stating there was no patient harm reported.

Manufacturer narrative:
The product was not returned. A carton with an empty lens case and packaging inserts were returned. There is no damage observed to the lens case or the locking arm mechanism. The lens case functions as intended. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause. The product was not returned for evaluation. Information was provided that in the surgeons opinion, the product did not cause or contribute to the event. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).